Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was unable to be positioned correctly over the guidewire. It was reported that the guidewire was not far enough in the ventricle. The valve was recaptured at least three times with a couple "other resheaths." It was noted that the right femoral access site was used with the inline sheath. The patient had a minimum access vessel diameter or 7 mm. After the final recapture, a bulge in the proximal end of the capsule was noted. It was decided to withdraw the delivery catheter system (dcs) and use a new system. As the dcs was being withdrawn, it was unable to be removed due to the bulge in the catheter "getting hung up on" the arteriotomy. A femoral cutdown was performed and the dcs was withdrawn. Following removal, the dcs was reported to have a bulge with an accordion appearance extending a couple of millimeters and part of the nitinol exposed through the proximal end of the capsule. It was reported that the capsule was buckled. Per the physician, it was believed that there was "poor wire positioning during deployment. No additional adverse patient effects were reported.